Event description:
It was reported that post implant, the right ventricular (rv) lead had a decrease in r wave to a low measurement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2012. (B)(4).